Event description:
Ous MDR - after placing the balloon in the lesion, the pressure could be build up to 2 bar only. After withdrawal it was detected that the balloon was damaged.

Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. During technical investigation of the returned device, an inflation device was attached to inflate the balloon. The pressure could not be held and liquid was found leaking from the luer port of the guidewire lumen. Inside the hub, a cut was detected in the shaft and several scratches and surface abrasions were observed in the luer port wall. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection, each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations of the device under complaint, no material or manufacturing related root cause could be determined.